Manufacturer narrative:
Exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing charging issues and burning sensation at the ipg site upon connecting the charging puck. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned, as it was kept by the medical facility.